Event description:
It was reported that mobile power unit (mpu) was not turning on. A replacement mpu was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.